Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The implant(s) was not returned, and the investigation will be completed based on the supplied image(s). The image(s) was reviewed, and the complaint condition could confirmed as 2 of the x-rays(s) received show a portion of the distal tip being broken and still embedded in the bone. As the implant(s) was not returned an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: ktt. Complainant part is not expected to be returned for manufacturer review / investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, on a follow-up appointment the x-ray shows the tip of the tfna helical blade broken off. Originally the patient was implanted with tfna (trochanteric femoral nail-advanced) devices, the nail, helical blade, end cap, and a 5.0 mm locking screw on (B)(6) 2019. The patient did not require revision surgery or hardware removal. The cause of breakage of the helical blade was unknown. It does not look as if it broke during the case while being implanted. Inpatient follows up the fragments was noticed. Fragments looks to be a piece from the tip of the fenestrated helical blade. Patient fragments were located at the center of the femoral head. The broken mechanism was embedded in the patient's bone. As per the surgeon, the piece is not in or near the joint surface. Patient status is unknown. Concomitant device reported: unknown end cap (part # unknown, lot # unknown, quantity# 1), unknown locking screw (part # unknown, lot # unknown, quantity# 1), unknown tfna nail (part # unknown, lot # unknown, quantity# 1). This is report 1 for (B)(4).